Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified pump battery issues occurred, and subsequently the pump shutdown. There was no reported adverse impact to customer¿s blood glucose level. Additional information was not provided. Multiple attempts were made to follow up with the customer, however, a response was not received.